Manufacturer narrative:
(B)(4). Date of initial report : 05/26/2016. One used forcefxc generator was received for evaluation. The returned unit did not meet specification as received by medtronic. A condition was found that may have caused or contributed to the reported event. The investigation found corrosion on the rf pcb at the monopolar 1 circuitry, and the monopolar 1 activation intermittently latched-on during testing. The failure was isolated to the psrf board but the root cause was not identified. The psrf board was replaced to address the condition. The unit was calibrated and testing found the generator to function normally and within specification. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer had reported that during testing of the generator, an activation tone sounded although no devices were plugged into the unit at the time. The site's biomed did not recall if an alarm had sounded. A preliminary investigation of the generator by covidien found that the unit presented with a latch-on condition that produced actual output.